Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, electrical safety testing and environmental chamber testing without duplicating the report. An internal and external inspection of the device found no discrepancies. The device was recertified and returned to the customer. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.